Event description:
It was reported by the patient's daughter that her mother was implanted with subject product last summer and had complications including fistula, rectal bleeding, and required an ileostomy and resection of her colon.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter declined to give her name and contact information, therefore, no follow-up can be made. We therefore, consider this report complete to the best of our current knowledge.